Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an erroneous low result for 1 patient sample tested for elecsys ca 125 ii (ca 125 ii) on a cobas e 411 immunoassay analyzer. The initial result was 1.02 u/ml. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated twice with results of 215.8 u/ml with a data flag and 270.0 u/ml with a data flag. There was no allegation that an adverse event occurred. The ca 125 ii reagent lot number was 349514. The expiration date was not provided. The customer was also having an issue with sample liquid level detection (lld) during movement errors ever since they moved the instrument from one part of the laboratory to another. The customer had also had blank cell calibration issues. During a review of the alarm trace data, the "sample lld malfunction during movement" alarm was observed as occurring at the time of the initial result. On 25-mar-2019 the field service engineer (fse) visited the customer site. The fse found a tube was off the pulley on the pipettor which caused the lld alarms. The fse put the tube back onto the pulley. The fse also found an unstable measuring cell. The long black tubing from the measuring cell case to the sipper was replaced. A fishing line was run through the tube a few times to ensure proper alignment at the connection points, however, the blank cell calibration results were still unstable. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.